Event description:
A pt's mother contacted our (B)(4) on (B)(6) 2010 to report the pt had a foreign body sensation and pain in the od in (B)(6), which resolved upon contact lens (cl) removal. The pt was wearing 1-day trueye contact lenses (narafilcon a). Narafilcon a contact lenses are not marketed in the u.s. The pt apparently experienced these symptoms again and was seen at the (B)(6) eye clinic and was diagnosed with a corneal ulcer od and prescribed medications. The pt was instructed to discontinue cl wear and return for f/u. The pt reportedly returned to the clinic "every day after school for a while after the initial visit because the condition was serious, and then the frequency of the f/u visits was reduced, like once a week, etc." The consultation dates are unk at this time. "The pt recovered with outpatient treatment in about a month, though the pt was told that the scar would remain." The central cornea was not affected. The product and lot number are not available. Written consent was provided for our (B)(4) to contact the treating ecp. On (B)(6) 2010 an associate at our (B)(4) affiliate spoke with someone at the clinic who reported that the ecp "considers that the corneal ulcer was possibly related to cl." An appointment for a face to face interview has been scheduled for (B)(6) 2011. If additional info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed. No conclusion can be drawn.